Manufacturer narrative:
On 01/06/2016 the customer proceeded with troubleshooting to fix the leak. The baths were overflowing due to a restriction in check valve cv4. The customer was able to flush cv4 and the instrument ran without leaks. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6). The customer fixed the instrument.

Event description:
The customer reported an uncontained clear leak of about 5 ml from baths inside the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.